Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. The wearable was inserted in the arm on (B)(6) 2026. On 03/26/2026 the patient experienced signal loss on her dexcom mobile app and omnipod insulin pump. The patient¿s family took the patient to the ER on (B)(6) 2026 for assessment and treatment. At the ER, the patient was diagnosed with dka. Treatment included ¿7 bags¿ of an unknown IV drip. The patient was discharged home after three days. After discharge, the patient continued to experience physical weakness. The patient was still undergoing physical and speech therapy at the time of the initial report. Follow up contact was made with the patient on (B)(6) 2026 she provided additional details. During the time she was in signal loss she began to feel confused and disoriented which resulted in the decision to take her to the hospital. She did not remember the names of the medication she received during the hospital stay. She received physical therapy until (B)(6) 2026. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a signal loss occurred. The wearable was inserted in the arm on (B)(6) 2026. On (B)(6) 2026 the patient experienced signal loss on her dexcom mobile app and omnipod insulin pump. The patient¿s family took the patient to the ER on (B)(6) 2026 for assessment and treatment. At the ER, the patient was diagnosed with dka. Treatment included ¿7 bags¿ of an unknown IV drip. The patient was discharged home after three days. After discharge, the patient continued to experience physical weakness. The patient was still undergoing physical and speech therapy at the time of the initial report. Follow up contact was made with the patient on 04/07/2026 she provided additional details. During the time she was in signal loss she began to feel confused and disoriented which resulted in the decision to take her to the hospital. She did not remember the names of the medication she received during the hospital stay. She received physical therapy until (B)(6) 2026. Data investigation could not confirm the allegation. App data was provided for investigation. However, as the reporter was unable to provide an approximate time, a complete investigation could not be performed. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
B1 adverse event and/or product problem- additional. B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - correction h6 investigation findings - correction. H6 investigation conclusion - correction.